Manufacturer narrative:
One pneupac® ventipac¿ medical ventilator with oxygen and input hoses, patient circuit, pac, and cylinder bag was returned for investigation. No damage was noted during visual inspection. During functional testing, the leds and electronic alarms failed to function and were out of specification. The reason for the alarm to become faulty could not be confirmed and remains unknown. In an attempt to recreate the reported fault, the unit was switched to and from a cylinder and wall gas supply. The reported fault could not be replicated. The led and electronic alarm faults identified would not have contributed to the reported fault. Based on the evidence, the complaint was not confirmed.

Event description:
It was reported that during patient transport, a pneupac® ventipac¿ medical ventilator stopped working. The patient was intubated and ventilated. There were no ventilation issues initially, however, eventually the ventilator stopped working. The operator tried switching back to sevo and cylinder supply, but the ventilator was still not working. The patient was then hand ventilated until being received in the pediatric intensive care unit. The patient was then changed to an alternative ventilator. No permanent injury was reported.

Manufacturer narrative:
One ventilator with oxygen and air input hose, patient circuit, pac, and cylinder bag were returned for evaluation. Visual inspection of the devices did not identify any damage. Functional testing through simulated use testing found the leds and electronic alarms failed to function. The reported issue was unable to be replicated with the provided devices. No damage was found inside the ventilator unit. Based on the evidence, the complaint was unable to be confirmed and the root cause was unable to be identified. The identified faults were confirmed to not have contributed to the reported issue.